Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned lead was received with no damage to the lead. There is a very small bend on the corner of the box.

Event description:
It was reported that the product box was received with a dent in it. The device was returned and had not been opened.